Event description:
It was reported that the upon interrogation of the pulse generator, an error message - data not read - was displayed, the patient was symptomatic. The device was explanted and replaced on (B)(6) 2013.